Event description:
It was later reported the cause of the event was migration of the lead. It was stated the patient had worsening of urge incontinence. Reportedly, reprogramming had been performed several times. It was stated an x-ray was taken in (B)(6) 2013, which showed the migration. It was noted the lead and implantable neurostimulator (ins) were replaced on (B)(6) 2013. The patient did not require hospitalization and their outcome was reported as no injury.

Event description:
It was reported, the patient¿s first implant didn¿t help with their bladder issue and the healthcare provider had to turn it off. It was stated, the device was replaced/revised in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0334l, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).